Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("ebelt - ecgs non-functional) has been confirmed. Upon investigation the ECG "d" dome wire became detached from the dome. The root cause for the strained cable was unable to be positively identified. See (B)(4). There was no adverse event that resulted from the damaged therapy electrode belt.